Event description:
Per end user, end user states that left wheel lock is loose and locks on wheel itself. End user states when people are pushing him, they don't release wheel - wheel is locked; therefore, wheel lock rubs out wheel.